Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. The explanted devices will not be returned.